Event description:
At a critical time in the surgery, the pacemaker and cable failed to properly function. The patient's heart quickly distended and a hole was then emergently made in the heart to decompress the heart in order to save the patient. Once a proper functioning cable and box were retrieved (2 boxes later), the hole that was emergently made needed to be fixed.